Event description:
It was reported to philips that the device continuously generates the battery calibration message during operational testing despite the battery having been calibrated and replaced. Furthermore, the batteries had no issues in other units. There was no reported patient or user involvement and no adverse patient/user impact.